Manufacturer narrative:
Updated section b4 (date of this report), g3 (date received by manufacturer), h6 (health effect - clinical code), h6 (investigation findings) and h6 (investigations conclusions). Corrected section h6 (health effect - clinical code). Arrhythmia was changed to heart block. H11: additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Heart block, also known as av block, is when the electrical signal that controls the heartbeat is partially or completely blocked. This makes the heartbeat slowly or skip beats hinders the ability for the heart to pump blood effectively. Symptoms include dizziness, syncope, tiredness and shortness of breath. Pacemaker implantation is a common treatment. The reason for post operative av block after surgical valve replacement is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. In addition, heart block can result from mechanical pressure from the device sewing ring against the conductive system. The close anatomical relationship between the valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic valve procedures. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions conditions for the successful use of the device. The reported type of event is included in the IFU. Based on the information available, a definitive root cause is unable to be determined, however, patient or procedural factors likely caused or contributed. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. It can be categorized as early (within 2 months), intermediate (between 2 and 12 months), or late (greater than 12 months). Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patients own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery, the heart lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non conformances in the sterility or packaging processes, they would most likely manifest in the early post operative period. Intermediate, or late endocarditis (greater than 60 days post implant) occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patients body and is not in any way related to the sterilization or packaging process of the device. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patients infection was device related, the event was likely due to patient and or procedural related factors. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions conditions for the successful use of the device. The reported type of event is included in the IFU. A definitive root cause cannot be conclusively determined. However, patient and or procedural factors likely caused or contributed.

Manufacturer narrative:
H11: additional m;anufacturer narrative: this is one of three manufacturer reports being submitted for this article. Refer to medwatch number (B)(4) for events within the same article. The date of the event is unknown; however, according to the article, the study period was from june 2016 to july 2021. Thus, the first day of the reported study period (1 june 2016) was used in field b3 as date of event. Article citation: yun t, kim kh, sohn sh, kang y, kim js, choi jw. Rapid-deployment aortic valve replacement in a real-world all-comers population. Thorac cardiovasc surg. 2023 oct;71(7):511-518. The device was not returned for evaluation, no details regarding what issue warranted the intervention, or what comorbidities the patient had, were provided. Attempts to retrieve the device and additional information were unsuccessful. The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Through review of medical article " rapid-deployment aortic valve replacement in a real-world all-comers population" , the following event was identified as pertaining to an edwards device: a patient with a valve model edwards intuity 8300ab of unknown size implanted in aortic position underwent reoperation due to endocarditis with periannular abscess after unknown implant duration. As reported, the patient died after the third cardiac surgery due to sepsis. Furthermore, this patient underwent pacemaker implantation.